Event description:
It was reported that during a biliary stenting procedure, deployment difficulties were encountered. The lesion was located in an unspecified biliary duct. The flexima 8.5fr/10cm biliary stent delivery system (sds) was advanced to the desired position, however, upon pulling the handle of the gray catheter in an effort to deploy the stent, the deployment suture was stuck and the stent was unable to be deployed. The physician pulled the gray catheter "all the way", however, the stent was still unable to be deployed and the catheter broke. The sds was unable to be removed from an unspecified endoscope, therefore, the physician removed the sds and endoscope as a unit and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "stable".